Event description:
The patient reportedly experienced a loss of lock. External equipment was exchanged. However, the problem was not resolved. Testing performed by advanced bionics rep showed that the device was not functioning. Surgery to explant the patient's device is scheduled.